Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. The patient discontinued treatment after drain complications and upon opening the cassette door, he noticed fluid inside the cycler. Patient states he has had no ill effects. Although the patient was unable to provide the lot number associated with the cassette leak the actual sample was returned to the manufacturer.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation although the lot number was not able to be determined by the patient. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the incident. The lot number returned was received by the customer within this time frame and the sample was returned used without the original packaging. The sample returned has been deemed to be the potential actual sample and a physical evaluation of this sample has determined the complaint to be confirmed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance during the manufacturing process.